Manufacturer narrative:
(B)(4). This report of a leak of the mini cap was confirmed to be a defect caused by the supplier during the manufacture process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the mini cap was found to be leaking during use .there was patient involvement but no patient injury or medical intervention.